Event description:
It was reported that using an unspecified artery access approach during a procedure of the eccentric, mildly calcified, mildly tortuous, 99% stenosed, de novo, distal right coronary (rca) artery after predilatation with a non-abbott balloon dilatation catheter (bdc) the 2.25 x 28 mm xience prime stent delivery system was positioned and during the first inflation at 5 atmosphere (atm) the balloon ruptured. It was noted that the stent implant was deployed and additional dilatation with a non-abbott bdc was needed to fully appose the stent to the vessel wall. There was no reported significant resistance noted during advancement of the sds in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.